Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport slim implantable port with an attached catheter was returned for evaluation and four photos were provided for review. The first photo shows the implanted port site with an infusion set. The second photo shows the port with an attached catheter. The third and fourth photo shows the partial view of a clinician holding the catheter. The blood stains were noted throughout the port and catheter. No other anomalies were noted. Gross visual, microscopic, tactile and functional evaluations were performed. No anomalies were observed. The port body was patent to both infusion and aspiration without issue. No leaks were observed throughout the functional tests. Therefore, the investigation is unconfirmed for the reported fluid leak and material puncture/hole issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure using the powerport slim implantable port. Three weeks and one day post placement procedure, the port was allegedly found leaking during saline injection before chemo on (B)(6) 2025. It was further reported that there was a hole 7 cm from the port body between the clavicle and the internal jugular insertion point. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure using the powerport slim implantable port. Three weeks and one day post placement procedure, the port was allegedly found leaking during saline injection before chemo on (B)(6) 2025. It was further reported that there was a hole 7 cm from the port body between the clavicle and the internal jugular insertion point. There was no reported patient injury.